Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported skin irritation in the form of itching and blisters/welts. The patient sought medical treatment and was prescribed a topical steroid medication. Patient reported following the proper skin preparation steps.